Event description:
Olympus was informed that during an open liver/bowel resection, the thunderbeat handpiece was being used in the seal/cut model and an open circuit error was displayed on the generator. Upon visual examination of the handpiece, it was noted that the teflon pad was melted. A second thunderbeat handpiece was opened and shortly after experienced the same error. The procedure was completed with a third handpiece. There was no patient injury reported.

Manufacturer narrative:
The evaluation did confirm the user's experience. The teflon body was found melted and partially split. This type of teflon pad damage can result from continuous activation of the output w/o tissue between the probe and jaw. The subject device was tested using an esg-400/usg-400 and no problem was found. The handpiece was forwarded to the original equipment manufacturer for further investigation.